Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10: h10: the actual device was received for evaluation. A visual inspection was performed using the naked eye noted fluid inside a bag that contained the unit. A functional leak test was performed by filling the unit with green colored water. After fill and prime, to ensure the blue winged cap is securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was being monitored until the next day. The next day, no signs of leak were observed. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor lv (large volume) 5 ml leaked. The device was filled with 5fu 4600mg in d5w. It was stated that approximately 5ml leaked and was contained within the overpouch. The issue was identified before use. There was no patient involvement. No additional information is available.